Event description:
A customer reported that their pump alarmed with an alert coded as alarm 20 during the pumping process. The customer declined to answer whether the incident caused blood glucose levels to exceed any specific thresholds. Technical support assisted the customer by attempting to load a new cartridge, but the alarm recurred, indicating the issue was unresolved. Consequently, technical support arranged for a replacement pump, confirming that the customer would use multiple daily injections (mdi) as a backup therapy in the meantime. The customer was instructed on how to put the pump into storage mode for return and agreed to send it back within 10 days using a pre-paid shipping label.